Event description:
The trailing haptic was kinked when ejected from the delivery device into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00018 for the intraocular lens used with this delivery device.